Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that the smartsite access device separated from the spike. This is the first time this happened with this same lot of product. The customer has asked whether the device is glued together or held by friction. There was no patient involvement nor adverse consequence related to this event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of a smartsite access device separation was confirmed. Although the attached photo does not represent the actual event sample for this complaint, it identifies the described smartsite access device separation location (male luer collar to spike port) as reported in associate internal file #(B)(4), manufacturer report # 9616066-2020-01675. Device history record for model 23000e-0500 lot 19115306 shows that the set was manufactured on 20 november 2019 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause of this failure was not identified.

Event description:
It was reported that the smartsite access device separated from the spike. This is the first time this happened with this same lot of product. The customer has asked whether the device is glued together or held by friction. There was no patient involvement nor adverse consequence related to this event.